Manufacturer narrative:
Type of event; corrected data: the previously submitted MDR inadvertently provided an incorrect type of event. Brand name; corrected data: the previously submitted MDR inadvertently provided the wrong suspect device for the event. Type of device, name; corrected data: the previously submitted MDR inadvertently provided the wrong suspect device for the event. Model #, serial #, expiration date, other; corrected data: the previously submitted MDR inadvertently provided the wrong suspect device for the event. Operator of device; corrected data: the previously submitted MDR inadvertently provided the wrong device operator for the event. Date of implant; corrected data: the previously submitted MDR inadvertently provided the wrong suspect device for the event. Type of reportable event; corrected data: the previously submitted MDR inadvertently provided an incorrect type of reportable event. Device manufacture date; corrected data: the previously submitted MDR inadvertently provided the wrong suspect device for the event.

Event description:
Further information was received indicating that since the device parameters were changed, the event was now solved.

Event description:
It was reported that a patient who is subject to a vns study had presented an increase of seizures. The event started on (B)(6) 2014 and resolved on (B)(6) 2015. The event was severe. It was reported that the event was not related to implant but probably related to vns stimulation. The treatment was modified. It was reported that the patient's medication was added. The event was indicated as a serious adverse event because it resulted in an initial or prolonged hospitalization. Further information received from the physician indicates that the seizure frequency was at the pre-vns level. It was reported that one of the device settings was found unintentionally modified. The off time was then corrected: from 60min to 5min. The device system diagnostic was checked and returned impedance results within normal limits. No additional relevant information has been received to date.

Event description:
Review of the available programming and diagnostic history showed that on (B)(6) 2015 (adjusted date), a normal mode diagnostic test was interrupted and the parameters were subsequently modified. (For example: the off time was changed from 5min to 60min). New tests were run later and system diagnostic returned impedance results within normal limits (dcdc code 2).

Event description:
Further information was received indicating that a disruption of stimulator parameters without any explanation was found. It was reported that the event was a programming anomaly (upon interrogation, device settings appeared to be inconsistent with desired setting). This was resolved through troubleshooting: modification of parameters. It was reported that when the physician corrected the device parameters/settings, a decrease of seizures was noted.